Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic and right iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Iliac branch and internal iliac components were successfully deployed in the right iliac arteries. A trunk-ipsilateral leg component was advanced and deployed in the left side, and an attempt was made to implant a contralateral leg component (plc271400j/17428177) in the right side to bridge the contralateral gate and proximal end of the iliac branch component. A right-side introducer sheath was positioned in the iliac branch component and a delivery catheter for contralateral leg component was advanced outside of the sheath. While the delivery catheter was being advanced, it was caught on the distal end of the contralateral gate, and it was difficult to place the catheter into an intended site. A decision was made to advance the delivery catheter and introducer sheath together, and the delivery catheter was retrieved to the introducer sheath. However, the trailing olive of the delivery catheter was caught on the proximal end of the sheath, and several attempts were made to insert the catheter into the sheath, but those were not successful. The delivery catheter was then broken and detached from the catheter body at the trailing olive, and the contralateral leg component started to deploy. It was difficult to remove the delivery catheter out of the patient, and a decision was made to completely deploy the contralateral leg component in the current position. It was deployed from the right common iliac to the right external iliac arteries, resulting in unintentional coverage of the right internal iliac artery. The detached portion of the delivery catheter was snared and retrieved outside the patient, and the right internal iliac artery was embolized. Another contralateral leg component was deployed to bridge the contralateral gate and the proximal end of the iliac branch component. The patient tolerated the procedure without further problems.